Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 6.0mmx18mmx90cm express® sd renal/biliary stent was selected for use to treat the lesion. However, during unpacking when the stent was pulled out, the physicians noticed that the stent was bent. There was flexion in the stent and it was not straight. The device was not used on the patient. The procedure was completed with a non bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with stent. The balloon was tightly folded with stent secure on the balloon. Microscopic examination presented no damage or irregularities to the stent. Inspection of the device presented no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 6.0mmx18mmx90cm express® sd renal/biliary stent was selected for use to treat the lesion. However, during unpacking when the stent was pulled out, the physicians noticed that the stent was bent. There was flexion in the stent and it was not straight. The device was not used on the patient. The procedure was completed with a non bsc stent. No patient complications were reported.